Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.